Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The investigation led to the following observations: with the sv 3.16, in aida settings, the ¿first egm¿ parameter cannot be changed to any lv related parameter. At each attempt, it is considered wrongly as undefined. It is a new bug which can occur only on is1 models.

Event description:
Reportedly, on 30 may 2024, during tests performed using a smartouch tablet sn (B)(6) with new 3.16 version, the "first egm" in the statistic menu could not be changed to any of the left ventricular settings, only right ventricular could be changed.